Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had tip to ring noise detected as ventricular fibrillation (vf) resulting in multiple inappropriate therapies. A lead fracture at the ring was suspected. The lead was reprogrammed and then capped and replaced. No further patient complications have been reported as a result of this event.